Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation which confirmed the resistance with the guide wire when back loading through the sheath. A review of the electronic lot history record (elhr) for the reported lot revealed no nonconforming material records, indicating all lot release testing met specifications. A query of the complaint-handling database indicated there was one similar incident reported from this lot for this issue. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed. These devices will continue to be monitored.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device, with a 6fr sheath, after a diagnostic procedure. Reportedly, the proglide device could not be advanced over the guide wire. Manual arterial compress was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.